Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Back to back meter results in memory were 38mg/dl and 179mg/dl. Caller states his glucose is normally 100-150mg/dl. No adverse event reported. Other memory results: 138mg/dl, 261mg/dl, 301mg/dl, 164mg/dl, 72mg/dl and 237mg/dl.